Event description:
Patient has tah with bs0 in 2007. Presented to ed on four days later with "something popping" through incision. Had exploratory lap with reclosure of wound dehiscence on the same day.